Event description:
Boston scientific received information that during a follow up visit, interrogation of this device revealed no telemetry could be obtained. Despite the use of three different programmers, the issue remained. In addition, the application of a magnet did not initiate beeping tones. The device is implanted subpectoral and is included in the subpectoral implant 2009 product advisory. The patient with this device was hospitalized until the replacement procedure. During the procedure, it was noted the header had separated from the can. The device was replaced successfully and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, the device header was completely separated from the device case. No telemetry could be established with the device. As a result, laboratory technicians were not able to review the device memory to understand the timeframe for the header to have become separated. No further testing could be performed. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.